Event description:
Device 1 of 2. Ref MFR report#: 1627487-2012-06919. The pt underwent a trial procedure to receive two leads. It was reported the doctor had difficulty advancing both leads. It was also reported the pt experienced foot pain when the doctor attempted to implant both leads. As a result, the doctor implanted the leads for off-label use. The pt remains to have foot pain and MRI results remain unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.